Event description:
This procedure was performed in (B)(6) as part of the (B)(4) study: the index procedure was performed at the left total sfa (target lesion: 200mm length) on (B)(6) 2014. The lesion was pre-dilated with a 3x200 balloon at 12atm. No dissection was reported at this step. The physician then used an evercross 4x80mm (for the proximal location) and an evercross 4x120mm (for the distal location) to treat the target lesion. At this time 2 dissections were noted. A grade c dissection was reported associated to the evercross 4x80mm balloon, and a grade b dissection was associated to the evercross 4x120mm balloon. There were no additional actions on these 2 dissections, however post dilatation was performed with a 4x200mm balloon at 6atm. Please reference MDR 2183870-2014-00200 for the other evercross referenced in this event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.